Manufacturer narrative:
(B) (4) during service, a "could not press key channel select" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Event description:
During service by baxter, the infusion pump was found to contain a malfunction of "could not press key channel select". This event occurred during product evaluation. No additional information was available. This is involving a pump with software (B) (4) which is categorized as unremediated.